Manufacturer narrative:
(B)(4). Device passed the self test and displacement test. Device was monitored and no unexpected beep anomaly noted during the testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had beep anomaly. The customer¿s blood glucose level was unknown at the time of incident. Customer states there was nothing nearby that beeps. Troubleshooting was performed. The insulin pump will be returned for analysis.